Manufacturer narrative:
(B)(4)a response from the manufacturer is pending. Device was not returned.

Event description:
This pacemaker was explanted due to failure to interrogate. It was reported that the patient was defibrillated with external pads.

Event description:
This pacemaker was explanted due to failure to interrogate. It was reported that the patient was defibrillated with external pads.

Manufacturer narrative:
(B)(4). The device was not returned for analysis and the files from the programmer were not retrieved. No analysis could be performed and no conclusion can be drawn. Device was not returned.